Event description:
It was reported that onyx, glubran, lipiodol were used in the procedure. Post general anesthesia, the patient experienced muscle pain (rise of myoglobinaemia and cpk enzymes). No other complications were reported with the patient as a result of the event.

Manufacturer narrative:
The devices involved in the event will not be returned for eval as they were consumed in the event. Model and lot number of other onyx involved: model#: 105-7000-060, lot# 8313270, dom: 03/09/2010, expiration: 01/01/2013. Model#: 105-7000-060, lot# 9031993, dom: 08/02/2010, expiration: 04/01/2013. Model#: 105-7000-060, lot#: 9338423, dom: 10/20/2010, expiration: 08/01/2013. (B)(4).